Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed for a button error and that the numbers started to scroll without input. The blood glucose reading was 69 mg/dl. Customer treated with food. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked case reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.